Event description:
It was reported to philips that the system gave an error indicating a failure to connect to the x-ray system and a defective x-ray tube. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) examined the system onsite and confirmed that the x-ray tube is defective. Review of the log files shows intermittent communication errors between generator controller and control pc. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found the connections to be loose. To resolve the issue, fse fixed the loose connection and performed multiple restarts. After restart the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray tube defective issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.